Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively, and the explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.